Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance found on the pins of several components on the digital board. The digital board was replaced to resolve the malfunction. The device was recertiifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.